Event description:
It was reported that the customer had several MRI's with his insulin pump on. Customer stated that he forgot to remove his pump. Customer's blood glucose level was 143 mg/dl. Customer received a motion sensor test failure, watchdog set test failure, and trace check error. Alarm was not able to be cleared. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer was asked to remove the battery to prevent it from alarming. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.